Event description:
It was reported, the patient had a pump replacement (B)(6) 2013. Two weeks after the pump was implanted, the patient began to experience severe pain in her feet. The patient¿s physician was stumped. The patient underwent nerve tests and the results showed the patient had l5-s1 nerve root damage. The foot pain was a new experience for the patient. The patient wondered if it was because it happened so close to putting the new pump in; and this new pump was so much stronger than the old pump. It delivered a flow that ¿blew me over¿. The pump was programmed for the same rate as the old pump and per the patient reported ¿to be way too much drug coming in, way too much¿. So it was cut back a couple times. And then all of a sudden the bad pain broke through. Also the regular pain the patient had around her waist got worse as well. Per the patient, they were now in the process of ¿cutting the flow in the pump back, back, back, back¿ and it seemed the nerve pain that the patient experienced was getting a tiny bit better each time the flow in the pump was cut back. The pump really irritated the patient more than it helped. The patient couldn¿t give herself a bolus because it hurt. The patient¿s regular pain, which wrapped around her waist, was approximately at the s1 level. The patient had a spinal fusion on her lumbar (date not reported). The orthopedic physician saw the patient on (B)(6) 2013 pointed out that at the s1 level, the top of the fusion, there was a disc area there and that usually at top of fusions you could have post-operative pain. This was part of the patient¿s chronic pain syndrome that was wrapping around the waist like that. That was reported to be quite a lot worse. The patient had foot and lower leg ankle pain break out as well for 2 weeks. During those 2 weeks, they were cutting back the flow in the pump because, the pump made the patient feel drugged because, it was so much stronger. Per the patient, ¿it was a much strong flow than the old pump, much stronger. Exact same rate, exact same drug in there, nothing changed¿. The patient also questioned if the catheter could rub up against nerves in anyways, the catheter was not changed. The patient indicated that the pump was delivery drugs or the patient would be in some sort of withdrawal and when they cut back on the drugs, cut back the flow of the drugs the patient¿s foot pain would get a little bit better. And then when the patient tried to bolus herself, it exacerbated the pain and it hurt, it made it worse rather than helping it. It's as if the flow of the pump was irritating nerves. The patient¿s flow was reprogramed down over the last month. And in the last month the patient¿s pain in the feet had gotten a little bit better. It hadn¿t gone away but it improved to the point where the patient was not in the fetal position in agony. The reporter thought, the original flow of the pump was going too much for the patient¿s nerves to handle. That it irritated the nerves and now the pump was going at an even higher rate. The bolus seemed to irritate it even more; that the powerful flow of the pump was irritating things. The patient had asked the hcp if he could turn off the pump and see what would happen and the hcp said no. Per the patient ¿it had something to do with the fact that pump was putting out a strong rate of flow than the patient¿s old pump.¿ the patient¿s neurologist told the patient it was at least 3months, the damage to the nerve root which puts it right at the pump was replaced. No falls, traumas/, or accidents were reported. The patient was trying prialt for a while there but that was almost out. The patient was working with her healthcare provider on adjusting her pump. The pump was used to deliver fentanyl, baclofen, droperidol, clonidine, and prialt. Additional information has been requested, but had not been received as of the date of this report.

Event description:
Additional information was received and it was reported that the pump managing physician stated ¿there is no issue here.¿

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8578, serial# (B)(4), implanted: 2013 (B)(6); product type accessory product ID 8709, serial# (B)(4), implanted: 2005 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2003 (B)(6); product type catheter. (B)(6).